Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative and a consumer regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the healthcare provider believed the patient might be allergic to the tyrx pouch or potentially something else. The pocket where the ins was implanted wasn't healing, the skin was sloughing off. The patient was implanted with a tyrx pouch and given antibiotics during the procedure. An explant of the ins was being scheduled but the exact date was unknown. No further complications reported.